Event description:
Home patient (hp) reported not feeling "normal" during two separate treatments (2002) on a 1550 hemodialysis device using a reverse osmosis water treatment machine. The dialysis treatments were completed but the patient felt nauseous and felt like they had a fever. Home patient's temperature was taken and results were normal. With the second event, the hp felt nauseous and disoriented. It was reported that a chlorine odor was present in the hp's room. There was no patient injury or medical intervention associated with these incidents.